Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The phos2 reagent lot number and expiration date were not provided. The customer observed splashing under the reagent probe and replaced it. After replacing the reagent probe, the issue was resolved, and the instrument was operating as expected. The investigation determined that the broken reagent probe found by the customer was the root cause of the event.

Event description:
The initial reporter questioned high results for approximately 20 patient samples tested for phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c501 module. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 111 mg/l. The repeat result was 38 mg/l patient 2 initial result was 126 mg/l. The repeat result was 55 mg/l.

Manufacturer narrative:
The c501 module serial number was (B)(6).